Event description:
Customer reported the buttons on the insulin pump were not functioning. Customer's blood glucose was 205 mg/dl and sensor glucose was 164 mg/dl. Customer reported the device was exposed to sweat, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump had minor scratches on display window, scratched reservoir tube window and cracked reservoir tube lip.